Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one adapter opened by the account with the no packaging. The event report alleges the product was used in a surgical procedure. There were no visual abnormalities initially noted. However, the adapter of the returned reload was broken off inside the proximal end of the adapter and the adapter had to be broken to remove it. A test reload was able to be loaded into the adapter but further functional testing could not be performed. The failure was deemed to be related to the reload, not the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Facility information incorrectly entered as the sales representative information on the initial MDR.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a vats lobectomy, after firing the purple load on bronchus using the device system, the knife didn't return it to the position, and we couldn't open the jaws. Surgeon tried all 3 options with removing the adapter from the handle and restarting using 2 safety buttons also retraction tool didn't help. They had to open the patient and cut off closed sulu. The connection between the adapter and sulu was mechanically damaged. Also retraction tool was broken during manual load opening. Additional tissue loss was about 1cm. The patient status is good, the patient is home.